Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was asked about the battery status. Boston scientific technical services (ts) indicated that the eri reached, and a bd error was declared on. The device should be replaced soon, as it has already gone through a significant portion of the replacement interval for a normally depleting device. As of this time device remains in service. No adverse patient effects were reported. Additional information received indicating that this s-ICD was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) was asked about the battery status. Boston scientific technical services (ts) indicated that the eri reached, and a bd error was declared on. The device should be replaced soon, as it has already gone through a significant portion of the replacement interval for a normally depleting device. As of this time device remains in service. No adverse patient effects were reported.